Event description:
The operator of a dimension exl 200 instrument used a serum specimen instead of plasma specimen for testing a lactic acid on multiple patient samples. The initial results were reported to the physician(s). The customer did a look back and found that all initial results were in normal range. No repeat testing was performed for any of the patient samples. There are no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they used the incorrect specimen type for running the lactic acid assay. The lactic acid instructions for use state the requirement of using either plasma or cerebrospinal fluid as the sample type. The cause of the incorrect use of the lactic acid assay was user error. The instrument is performing according to specifications. No further evaluation of the device is required.